Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical light - powerled. As it was stated, during maintenance of the device paint peeling on the light head and fork and missing fastening screw on spring arm were found. Photographic evidence of the issue was in line with alleged situation. No information about any injury has been provided, however, we decided to report this case in abundance of caution as any particles falling into sterile field might led to contamination. It was established that when the event occurred, the surgical light did not meet its specification, since appearance of chipped paint and missing spring arm screw could be considered as technical deficiency, and in this way device contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow detecting the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. The supplier of the spring arms led several tests on a spring arm performing 20.000 cycles of up and down movement. The test with a loosened screw, with a complete turn back, shows that it¿s the only case where the screw continues to loosen. For the complaint at hand, the product experts from the manufacturing site indicated the root cause to be most likely related to lack of inspection during maintenance as the situation was discovered over the 1 year after the installation of the affected device. To prevent the loosening and the fall of the screw / washer, the technical manuals indicate to check all the fixing screws and to check the hold of the spring arm covers during yearly preventive maintenance. The screws have a long threading, its loosening is visually detectable during cleaning or during yearly preventive maintenance. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer

Event description:
On 31st of march 2021 getinge became aware of an issue with one of our surgical light - powerled. As it was stated during maintenance of the device paint peeling on the lighthead and fork and missing fastening screw on spring arm were found. Photographic evidence of the issue was in line with alleged situation. No information about any injury has been provided however we decided to report this case in abundance of caution as any particles falling into sterile field might led to contamination.